Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-11726 & 2134265-2016-12044. It was reported that pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was performed. The transseptal puncture was noted to be difficult. The complex laa anatomy was a broccoli shaped, multi-lobe structure. The watchman access system (was) was deep seated in the laa and a 24mm watchman laa closure device & delivery system (wds) was advanced. The watchman laa closure device was deployed without issue. Transesophageal echocardiogram (tee) revealed a clear gap in 135° view. The device was fully recaptured and a 27mm wds was advanced. The watchman laa closure device was deployed without issue and was released after meeting all criteria. The was drawn back into the inferior vena cava. In the following control tee a pericardial effusion (pe) of 3mm below the left ventricle was observed. Under further observation the pe increased and reached its maximum at 1.7cm. The patient¿s activated clotting time (act) was noted to be 392sec 5 minutes post release. The patient was hypotensive, but stable. Protamine was administered and pericardiocentesis was performed withdrawing approximately 300ml of blood which was reinfused. The patient was hemodynamically stable during the entire procedure, requiring oxygen temporarily only due to severe copd. The patient was transferred to the intensive care unit. No further patient complications were reported and the patient¿s status was stable.